Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the insulin pump alarmed a compromised force sensor error while changing the infusion set. The customer stated that the drive support cap was sticking out. The blood glucose reading was unknown. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk; unable to perform self test, off no power test, a21 error test, occlusion test, prime test, no delivery test due to a33 alarm. However, the insulin pump passed idle current test, run current test and displacement test. The insulin pump was pump received minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.